Manufacturer narrative:
Additional manufacturing narrative: the returned device was evaluated. During evaluation the device was able to power on using ac power but failed to power on using battery power. The device was able to obtain readings and alarmed audibly and visually under alarm conditions. The unit was charged overnight but was still unable to power on using battery power. Internal inspection showed the battery was not connected to the unit and the battery leads were loose. A service history record review reveals that this unit was in the field for over two (2) years with no previous reported issues related to this reported event.

Event description:
The customer reported the unit randomly turns on and off. No patient impact or consequences were reported.